Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump is going into threshold suspend and customer stated she has checked her blood glucose and is not low. Customer stated that her blood glucose was 151 mg/dl and the sensor glucose reading was 49 mg/dl. Last blood glucose value was 138 mg/dl. Customer was instructed to turn the sensor feature off and back on and perform the reconnect old sensor option. Customer was advised to enter her blood glucose reading into the insulin pump immediately after testing and do not calibrate on a sensor alert. Nothing further reported.